Event description:
Pt revised to address greater troch fx, osteolysis and polyethylene wear noted on liner.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation is unable to draw any conclusions regarding the bone fracture leading to the revision surgery. Poly material wear after 12 years implanted would not however be unreasonable to expect. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.